Event description:
The customer reported a false negative alinity I troponin result was generated for a patient. The customer stated that 3 tubes were tested for high sensitive troponin-I (hstni) on the alinity I processing module, sn (B)(6) and generated results <10 ng/l. A new sample was drawn from the patient at 03:00am that also generated a result of <10 ng/l. Further information stated that all the hstni were run in duplicate and gave an error message. The tube was then run on another alinity I instrument (sn (B)(6) for verification, where the results were approx. 7300 ng/l and 10,000 ng/l. Additionally the customer observed error code 1402, unable to process test. Activated read failure and which was resolved after replacement of the level sensors for the trigger, pre-trigger and the wash buffer. There is no known negative impact to patient management reported.

Manufacturer narrative:
This follow up is being submitted as a result of a new issue related to the level sensor inaccurately detecting the float position due to a leak. Section d4: the likely cause product is being updated for the level sensor because of the events association to the remedial action. Suspect medical device was changed from alinity I processing module, list number 03r65-01 to alinity ci-series level sensor, bulksolution, list number 04s68-02. Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues : a) discontinue reporting results until troubleshooting is complete b) provides instruction for inspecting the alinity ci series bulk solution level sensors and the actions to take if a crack is found and c) if the level sensor is not cracked, to reference the alinity ci series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci series bulk solution level sensor.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported a false negative alinity I troponin result was generated for a patient. The customer stated that the initial sample tested for high sensitive troponin-I (hstni) on the alinity I processing module, sn (B)(4) generated a result =<10 ng/l (reference range female 0-16ng/l; male 0-34ng/l). A new sample was drawn from the patient at 03:00am that also generated a result of <10 ng/l. Further information stated that all troponin results are run in duplicate and the 3 am one gave an error message. The 3 am tube was then run on another alinity I instrument (sn (B)(4)) for verification, where the result = 10,000 ng/l. The customer then retested the original sample on sn (B)(4) and it generated a result of 7300ng/l. There is no known negative impact to patient management reported.

Manufacturer narrative:
Abbott customer support reviewed the instrument logs confirming the occurrences of message code 1402 and instructed the customer to change the ci bulk solution level sensor (ln 04s68-02), which resolved the issue. There were no additional occurrences of discrepant high sensitive troponin-I results found related to issues with the ci bulk solution level sensor addressed in this complaint. The alinity ci-series operations manual addresses operational precautions and limitations; instructions for replacing the bulk solution level sensor; and troubleshooting for error 1042. The operations manual also addresses sample results observed problems for I-series depressed concentration and erratic results, including, cracked pre-trigger or trigger solution level sensors; and inadequate dispense of the pre-trigger or trigger solution. A 12-month review found no trends for the ci bulk solution level sensor (ln 04s68-02) regarding the current complaint issue. No related issue addressed in the current complaint were found, since the part in this ticket was not cracked or damaged before replacement. A review of the alinity I systems revealed no systemic issues or trends associated with the issue described in this complaint. Based on the investigation no product deficiency was identified for either the alinity I analyzer, serial number (B)(4) or the ci bulk solution level sensor, part number 04s68-02.